Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the ceramic tip became loose due to a previous third party repair in which a different adhesive other than that recommended by olympus was used. Olympus does not recommend repairs carried out by unauthorized service centers. As for the guide screw, it is likely the screw fell off due to wear or improper handling. Considering the age of the product it is most likely attributed to wear from frequent use. ¿4 before use warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue of loose tip was confirmed. The evaluation also confirmed that the guide screw was detached. In addition, the device evaluation also found that the sealing rings were deteriorated and damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the ceramic head of the resection sheath at the tip is loose, and the clamp screw falls off. The issue was found during preparation for use for a hysteroscopy procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.